Manufacturer narrative:
The baxter technician found there was a lost unit server alert displaying. As per the ifue 'a lost nursing unit controller system alert causes the nursing unit to enter room survivability mode. If this system alert occurs, contact the administrator.' System did alert staff to watch dome lights and activate their backup protocols. It was found an unplugged/loose cable at the poe switch and site was utilizing a third party patch cable which was not baxter recommended. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary(dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notification calls to customers provided third-party products (e.g cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The customer preference/request at the time of the initial integration. The site technician reconnected the loose cable, ensured cables were connected to the proper ports and replaced the patch cable with appropriate baxter recommended cable to resolve the issue. Although there was no injury associated with this event, if the reported event were to recur it could lead to injury or death. Therefore, baxter is reporting this complaint.

Event description:
On 24-jan-2026, a company representative - service personnel contacted technical service to report that nurse call installation (product code p2599nncinstall, serial number (B)(6)), had code blue not activating. This occurred during patient use. There was no patient injury or death reported with this event.